Event description:
Device analysis is provided.

Manufacturer narrative:
Evaluation summary visual inspection under 30x magnification indicates the j stiffener wire has fractured approx. 31mm and approx. 40mm proximal of weld site. The proximal section of j stiffener wire measures approx. 47mm and has migrated down lead body approx. 64mm proximal of weld site. Visual inspection under 30x magnification also indicates that the proximal end of the approx. 31mm section of j stiffener wire has abraded a hole in the outer polyurethane insulation approx. 33mm proximal of weld site. It appears that entire j stiffener wire was rec'd with all recorded measurements adding up to approx. 87mm. Visual inspection under 30x magnification also indicates lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead confirms j stiffener wire fractures.